Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Invalidated and re-homed the collimator, rebooted the system several times and it came up every time. No parts were replaced. A full imaging system check-out was completed following troubleshooting and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during system boot up, the imaging system displayed the message "error initializing collimator" was displayed. The system was rebooted without resolution. There was no patient present when this issue was identified. No additional details were provided.